Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap sigmoidectomy, the deployed clip was formed loosely. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.